Event description:
Reporter indicated that a dell handheld computer is continually freezing upon interrogations. Resets have been performed to resolve the event, but the handheld computer still continues to freeze regularly. The handheld computer and flashcard have been received and are awaiting product analysis.